Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer did not mentioned any symptom. Troubleshoot was performed. Reservoir air bubbles caused the high blood glucose level. The size of the air bubbles is bigger than champagne bubbles. The customer had air bubbles issue with four of the reservoirs. The product will not be returning for analysis.